Event description:
A nurse reported the pt had a fecal management system placed for an unk reason. The pt allegedly developed a peri-rectal mucosa ulceration; however prior to the nurse's eval of the injury, the pt expired 'due to unrelated causes'. It was not know if the pt was examined and/or treated by a physician prior to his expiration. No add'l info was provided.

Manufacturer narrative:
Based on the available info, this event is a death. Add'l pt/event details, including the cause of death have been requested but not rec'd. There is no allegation the death was device-related. Should add'l info become available, a f/u report will be submitted.